Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that they experienced high blood glucose level of 453 mg/dl. The customer was treated with manual injection. The customer did not provide details regarding symptoms of their high blood glucose episodes. The customer stated that the insulin pump had motor error and was able to rewind as well as clear the alarm. The displacement test was pass. The drive support cap appears to be normal. Troubleshooting was declined by the customer for high blood glucose level. The insulin pump will not be returned for analysis.